Event description:
On (B)(6) 2012, an explanted lead and generator were received from a funeral home. Documentation with the explanted devices indicated that the cause of death was malignant ovarian cancer. Product analysis was completed for the explanted lead and generator. In the pa lab, the device output signal was monitored for more than 24-hrs while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specification. There were no performance or any other type of adverse conditions found with the pulse generator. The majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Attempts for additional information have been unsuccessful.